Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.